Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant of the right ventricular lead, the physician felt some resistance when entering the guidewire. After positioning of the lead, impedance was high, achieving capture only from 5 volts. Repositioning was attempted several times unsuccessfully since the helix was no longer useful. The lead was originally attempted for atrium implant; however, it was unsuccessful. A new lead was used. The patient was stable before and after the procedure.